Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 48 mg/dl. The customer current blood glucose was 84 mg/dl. Customer was treated with food for low blood glucose. Customer was alleging insulin pump for over delivery. Customer was ok for troubleshooting. Customer reported fatigue as symptom of low blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of low blood glucose event. Customer stated insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the device is over delivering and has low bg. Complained the device alarmed replace battery and will not communicate with the sensor. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08820 inches. No over delivery anomalies noted during testing. Device communicated properly with test guardian link transmitter. No communication anomaly noted. Device successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No replace battery now alarms or power anomalies noted during testing or in the device trace download. The electronic assembly, battery tube and battery cap were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, broken belt clip rails, cracked keypad overlay and pillowing keypad overlay. The p-cap does lock properly. Device passed functional testing. No replace battery now alerts or over delivery anomalies noted during test. Confirmed the pump communicated with the test guardian link transmitter and no communication anomaly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.